Event description:
It was reported that the patient was brought to the emergency room with uncontrolled bleeding from the catheter. Upon arrival at the hospital, it was seen that the catheter was broken, the patient lost 1+l of blood en route.